Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A log review confirmed the malignant hysterectomy procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the customer converted to another da vinci system after the start of the procedure due to a non-functional arm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, site encountered an error on the universal surgical manipulator 2 (usm2) after getting the patient side cart (psc) connected to the vision side cart (vsc). Logs showed 48100 and 1123 errors. Site had performed several hard restarts on the psc prior to calling technical support with no change. Technical support engineer (tse) advised site that they could disable usm2, however, they stated that 4-arms are needed for the procedure. Site elected to switch to another psc to complete the procedure. There was no report of patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer used the video tower and surgeon side cart (ssc) for unit (B)(4) and the psc for unit (B)(4). The system ((B)(4)) cleared the non-recoverable fault error code once the new arm was installed and the system checked over. System remained with a recoverable fault until it was checked out and usm2 was replaced. There was a procedure delay during the time it took to move the unit (B)(4) psc out of the room that it was housed in and moved into the room it needed to fill in for the psc unit (B)(4) of approximately 20-25 minutes. This time included troubleshooting the non-recoverable fault. The blue cable initially caused the non-recoverable fault, then, multiple issues with a recoverable fault were flagged due to the usm2.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. The universal surgical manipulator (usm) was returned for failure analysis and the reported failures (error 32056) was confirmed and replicated. The usm was tested on an in-house system and failed normal mode with error 32056 pointing to the pitch searchlight. The remote fe log included error 32056 and 1173 which also pointed to the pitch. The usm went through more testing on a fixture test platform (pftp) and passed all tests performed. The pitch searchlight assembly, printed circuit assembly (pca), and flat flex cable (ffc) will be replaced as the fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.